Event description:
Customer reported quick depletion of pump battery requiring frequent charging and missing charging port cover. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow-up from technical support and is out of warranty, currently in the process of acquiring a new device.